Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was determined that the robotic assisted saw interface device (sasi) right and the robotic assisted saw handpiece device connection was loose. It was reported that the issue occurred during the tibial cut. It was reported that there were "excessive leg movement" messages throughout the procedure. It was reported that the procedure was completed with the same device. There was no harm to the patient and no surgical delay. No additional information could be provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.